Event description:
The customer reported that the mrx takes 5-10 minutes to boot up and sometimes doesn't boot up at all but cycles on the splash screen. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.